Manufacturer narrative:
The returned implant is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
While attempting to bend the plate, one gold "locking tab" broke off the plate. This occurred on the back table. No patient involvement reported.

Manufacturer narrative:
H6: investigation findings: 4248; investigation conclusions: 61. H10: visual examination of the returned 3-level plate found one of the locking mechanism (blocking slide) had become completely detached from the implant. Witness marks along posterior side of the plate are present and reveal the location of the instrument to plate during contouring/bending. The plate has a witness mark on the posterior side directly behind the location of the detached blocking slide. These witness marks confirm the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate. Additionally, the bend is positioned at one end of the plate rather than incrementally placed as suggested in the stg. The blocking slide consists of three separate components which function as one mechanism upon assembly. The key feature which enables proper functionality is the male/female "dovetail" machined on both the plate and blocking slide components. Once correctly assembled the two mates cannot be disassembled unless one of the components are physically deformed/damaged. Labeling review: "intraoperative management: 3. When contouring the plate, great care should be taken not to scratch, notch or dent the surface as such deformities may compromise the strength of the implant."